Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6027780. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Opened CAPA (B)(4).

Event description:
It was reported that blood sample tube of bd vacutainer® push button blood collection set 21g x .75 in needle 7 in tubing with pre-attached holder leaked. No mucous membrane blood exposure. No injury or medical intervention.